Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023 a 27mm epic valve was selected for an implanted. After implantation surgeon found that there was moderate mitral regurgitation and surgeon explanted the valve and implanted a non-abbott device. The patient is stable.

Manufacturer narrative:
An event of explant due to central regurgitation was reported. The device was returned to abbott for investigation and the sewing cuff was intact and white in color. All three stent posts were normal in appearance. All three cusps were flexible and contained no tears, perforations or anomalies. The valve was sent for functional testing to confirm valve coaptation and function, which indicated the valve functioned normally, with the leaflets coapting under pressure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined.